Event description:
Info received indicates the head of the bed is drifting down.

Manufacturer narrative:
The tech isolated the issue to a hydraulic valve. He replaced the hydraulic valve to repair the bed.